Event description:
Customer complaint: limited data available. Stated device overheated and burnt her.

Event description:
Customer complaint - limited data available customer stated that the heating pad overheated and burned them.